Manufacturer narrative:
The technician found the ground plug was very loose causing the bed to lose ground. The technician replaced the power cord to repair the bed.

Event description:
The account alleged, the bed has no functions working.